Event description:
It was reported that there was oversensing and noise present on the right atrial (ra) lead that was replicated by manipulating and pushing on the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.